Event description:
New information received notes that the lead exhibited noise reversion episodes; noise could be replicated with isometric maneuvers. It was unclear if noise was suspected to be due to the previously reported fluid issue. No intervention was performed. The patient was in stable condition and would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-16634. It was reported that during the device replacement procedure, discoloration of the lead at the proximal end was observed. Fluid in the lead insulation and the device header was noted. Patient was stable.

Event description:
New information received notes the right ventricular lead continued to exhibit noise via remote transmission. No intervention was performed.